Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead exhibited high threshold measurements and the physician decided to plug the left ventricular (lv) lead into the rv lead port. It was noted that the proximal coil of the rv lead was surgically abandoned and a competitor's lead was plugged into the df+; however, a 21 joule shock was only able to induce ventricular tachycardia (vt), not ventricular fibrillation (vf). Subsequently, the lv lead exhibited high pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and the lv lead was plugged back into the lv port. There was no evidence of a lead fracture; therefore, the physician decided to surgically abandon the lead. No adverse patient effects were reported.